Manufacturer narrative:
Correction d4. The investigation of the reported failure mode has been completed. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. The team declined coronary artery bypass graft (CABG) for the patient and the cp was placed for the hrpci. During the pci the patient arrested and had CPR (cardiopulmonary resuscitation) and was chemically coded and intubated. The pump supported for 4 days until patient made care and comfort only and expired. No allegation made against the pump causing the death. Physician mentioned multiple times that this patient would not have made it off the table without impella .

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.